Event description:
During original surgery on 11/26/91, the osteonics constrained insert was cemented into a well fixed uncemented acetabular component from another MFR. The insert dislodged from the cement mantle four months after surgery. The same insert was re-cemented into place with no further dislocations.